Manufacturer narrative:
The estimated procedure date was (B)(6) 2026. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported following 10 total treatments on low-, medium-, and high-speed in a 80-90% stenosed distal superficial femoral artery and proximal popliteal artery with moderate to sever bilateral calcifications, the viperwire became fractured. The proximal end of the distal wire fragment was still in the sheath, it was blocked with a drug-eluting balloon in the sheath. It was successfully removed once the sheath was withdrawn from the groin after a stent was placed distally in the popliteal artery. The patient was stable. There was no clinically significant delay in the procedure or patient adverse effects. Further information requested but not received.